Event description:
It was reported that the user received an occlusion alert on the ilet that persisted until the infusion set and related supplies were changed to a new box, after which insulin delivery resumed as expected. Investigation included troubleshooting and education conducted by customer care, including guided replacement of the infusion set and associated supplies. Investigation of this case revealed the occlusion resolved with a new infusion set from a different lot, indicating a supply-related obstruction limited to the prior set. Symptoms included interruption of insulin delivery consistent with an occlusion; no adverse clinical symptoms were reported. Outcomes included restoration of therapy after a complete supply change. It was concluded that an infusion set occlusion occurred and was resolved by replacing the supplies, with no reported patient injury or need for medical intervention.